Event description:
Rep reported that he was in the ICU where the doctor had to replace a basic microsensor that stopped working.

Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation a follow up report will be filed.